Event description:
The customer reported that she has been getting irritated at the infusion sites and is using skin barrier when placing the device and over-the-counter hydrocortisone cream after device removal as recommended by her hcp. She also reported that once she had a "little bubble" under that skin at an infusion site. She went to the doctor who popped the bubble and prescribed an antibiotic to use only if needed. She stated that the condition cleared up on its own without using the prescribed medication.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to confirm the product condition. No product lot number was reported therefore no review of qualification and sterilization records was performed. The omnipod user's guide warns "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin," "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows sings of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider."